Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed the motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero and experienced high blood glucose level. The patient¿s blood glucose level was 24 mmol/l and also stated as 4.2 mmol/l. Self test was performed as was passed. The alleged device is expected to be returned for analysis.